Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, capsular contracture baker grade I.

Event description:
Healthcare professional reported capsular contracture baker grade I and "wrinkling/rippling" via national breast implant registry (nbir). Capsulectomy/capsulotomy was performed. This record is for the right side. The device was explanted.